Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5055604) on 20-oct-2015. The most recent information was received on 27-mar-2019. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfimed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("migration of implant"), uterine perforation ("perforation (uterus)"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhegia)"), ovarian vein thrombosis ("blood clot in left ovarian vein that goes to heart and lungs, blood clot in 1 ovarian vein."), mental disorder ("I felt like I was going crazy"), depression ("depression/ harmonal changes- I felt like I was going crazy."), ovarian cyst ruptured ("ruptured cyst in right ovary"), thrombosis ("blood clots") and pelvic pain ("pain/ pelvic pain") in a 25-year-old female patient who had essure (batch no. B97494) inserted for tubal ligation and birth control. The occurrence of additional non-serious events is detailed below. Co-suspect products included xarelto film-coated tablet for ovarian vein thrombosis and dvt. Other product or product use issues identified: device use issue "have had the essure coils five weeks after having my son" on (B)(6) 2013. The patient's medical history included parity 2, postpartum state, depression, attention deficit disorder, ovarian vein thrombosis, shingles, human papilloma virus infection and adenoidectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included diarrhea, left lower quadrant pain, right lower quadrant pain, ovarian cyst, generalised rash, burn, dermatitis, paratubal cyst, nickel sensitivity, cramp in lower abdomen, leg pain, abdominal adhesions and infection mrsa. Concomitant products included levonorgestrel (mirena) for birth control as well as acetylsalicylic acid (asa), codeine phosphate;paracetamol (tylenol with codeine no.3), codeine;paracetamol (acetaminophen;codeine), fentanyl, ibuprofen, oxycodone, oxycodone hydrochloride;paracetamol (percocet), sumatriptan (imitrex), trazodone and warfarin sodium (coumadin). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("abdominal cramping"). On (B)(6) 2013, the patient had essure inserted. From 2014 until 2015, the patient received xarelto, 36 mg daily. In 2014, the patient experienced vaginal haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), mental disorder (seriousness criterion hospitalization), depression (seriousness criterion hospitalization), ovarian cyst ruptured (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menorrhagia ("horrible periods/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), furuncle ("allergic or hypersensitivity reactions (boils)"), dysuria ("urinary problems or changes :painful urination"), dental caries ("dental problems/ I have never had a cavity in my entire life until after had the essure implanted."), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea/most days I was not able to hold food down"), bacterial infection ("infection (bacterial, yeast infection)") and arthralgia ("hip to hip pelvic pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced abdominal pain ("pain hip to hip pelvic/abdominal pain"). In 2015, the patient experienced vulvovaginal mycotic infection ("infection (bacterial, yeast infection)"). On (B)(6) 2015, the patient experienced ovarian cyst ("two new cyst that are filling up in right ovary, blood clot in 1 ovarian vein.") And acne ("acne"). On (B)(6) 2015, the patient experienced rash pruritic ("rashes/skin conditions (rash that itches and burns)") with rash. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian vein thrombosis (seriousness criterion hospitalization), thrombosis (seriousness criteria hospitalization and medically significant), bacterial vaginosis ("bv"), pain ("pain"), asthenia ("the thinners make me so weak"), migraine ("migraines") and cystitis ("infection-bladder infection") and was found to have ultrasound liver abnormal ("dark spot in liver"). The patient was hospitalized sometime in 2015. The patient was treated with surgery (bilateral salpingectomy and surgery to remove the essure, salpingectomy (bilateral)) and put on blood thinners. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, ovarian vein thrombosis, depression, ovarian cyst ruptured, thrombosis, pelvic pain, bacterial vaginosis, ultrasound liver abnormal, ovarian cyst, pain, migraine, dysuria, dental caries, dysmenorrhoea, nausea, vaginal discharge, abdominal pain lower and arthralgia outcome was unknown, the uterine perforation was resolving, the menorrhagia, fatigue and asthenia had not resolved and the weight decreased, vulvovaginal mycotic infection, rash pruritic, bacterial infection and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, asthenia, bacterial infection, bacterial vaginosis, cystitis, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, furuncle, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, ovarian cyst ruptured, ovarian vein thrombosis, pain, pelvic pain, rash pruritic, thrombosis, ultrasound liver abnormal, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, bacterial infection, bacterial vaginosis, cystitis, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, furuncle, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, ovarian cyst ruptured, ovarian vein thrombosis, pain, pelvic pain, rash pruritic, thrombosis, ultrasound liver abnormal, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased with xarelto. The reporter considered asthenia to be related to xarelto. The reporter commented: current weight: 136 lbs approximate weight at time of essure placement: 100 lbs discrepancy noted: date of implant: (B)(6) 2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - in 2013: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: para tubal cyst. Most recent follow-up information incorporated above includes: on 27-mar-2019: pfs received. Reporters information updated. Lot number added. Medical history and lab data were added. This case report refers to a 25-year-old female patient received xarelto (rivaroxaban) at 36 mg daily for prevention of thromboembolic events. Reportedly the patient experienced ovarian vein thrombosis, vaginal haemorrhage, device dislocation, mental disorder, depression, ovarian cyst rupture, fallopian tube perforation, thrombosis, uterine perforation and pelvic pain. Vaginal haemorrhage is listed in the reference safety information for rivaroxaban while the other events are unlisted. Xarelto is an anticoagulant which intended to prevent and treat thromboembolic events, but such events might persist, occur or reoccur despite adequate treatment. However, the occurrence of ovarian vein thrombosis and blood clots was not caused by the suspect drug itself. Hence, its causality can be excluded for these events. Since the other events refers to the device, causality was considered unrelated to xarelto. Incident: no lot number or device sample was received for essure in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5055604) on 20-oct-2015. The most recent information was received on 10-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("migration of implant"), uterine perforation ("perforation (uterus)"), vaginal haemorrhage ("abnormal bleeding (vaginal "menorrhagia")"), ovarian vein thrombosis ("blood clot in left ovarian vein that goes to heart and lungs, blood clot in 1 ovarian vein."), mental disorder ("I felt like I was going crazy"), depression ("depression/ "hormonal" changes- I felt like I was going crazy."), ovarian cyst ruptured ("ruptured cyst in right ovary"), thrombosis ("blood clots") and pelvic pain ("pain/ pelvic pain") in a 25-year-old female patient who had essure (batch no: b97494) inserted for tubal ligation and birth control. The occurrence of additional non-serious events is detailed below. Co-suspect products included xarelto film-coated tablet for ovarian vein thrombosis and dvt. Other product or product use issues identified: device use issue "have had the essure coils five weeks after having my son" on (B)(6) 2013. The patient's medical history included parity 2, postpartum state, depression, attention deficit disorder, ovarian vein thrombosis, shingles, human papilloma virus infection and adenoidectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included diarrhea, left lower quadrant pain, right lower quadrant pain, ovarian cyst, generalised rash, burn, dermatitis, paratubal cyst, nickel sensitivity, cramp in lower abdomen, leg pain, abdominal adhesions and infection mrsa. Concomitant products included levonorgestrel (mirena) for birth control as well as acetylsalicylic acid (asa), codeine phosphate;paracetamol (tylenol with codeine no.3), codeine;paracetamol (acetaminophen;codeine), fentanyl, ibuprofen, oxycodone, oxycodone hydrochloride;paracetamol (percocet), sumatriptan (imitrex), trazodone and warfarin sodium (coumadin). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("abdominal cramping"). On (B)(6) 2013, the patient had essure inserted. From 2014 until 2015, the patient received xarelto, 36 mg daily. In 2014, the patient experienced vaginal haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), mental disorder (seriousness criterion hospitalization), depression (seriousness criterion hospitalization), ovarian cyst ruptured (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menorrhagia ("horrible periods/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), furuncle ("allergic or hypersensitivity reactions (boils)"), dysuria ("urinary problems or changes :painful urination"), dental caries ("dental problems/ I have never had a cavity in my entire life until after had the essure implanted."), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea/most days I was not able to hold food down"), bacterial infection ("infection (bacterial, yeast infection)") and arthralgia ("hip to hip pelvic pain") and was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced abdominal pain ("pain hip to hip pelvic/abdominal pain"). In 2015, the patient experienced vulvovaginal mycotic infection ("infection (bacterial, yeast infection)"). On (B)(6) 2015, the patient experienced ovarian cyst ("two new cyst that are filling up in right ovary, blood clot in 1 ovarian vein.") And acne ("acne"). On (B)(6) 2015, the patient experienced rash pruritic ("rashes/skin conditions (rash that itches and burns)") with rash. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian vein thrombosis (seriousness criterion hospitalization), thrombosis (seriousness criteria hospitalization and medically significant), bacterial vaginosis ("bv"), pain ("pain"), asthenia ("the thinners make me so weak"), migraine ("migraines") and cystitis ("infection-bladder infection") and was found to have ultrasound liver abnormal ("dark spot in liver"). The patient was hospitalized sometime in 2015. The patient was treated with surgery (bilateral salpingectomy and surgery to remove the essure, salpingectomy (bilateral) and put on blood thinners. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, ovarian vein thrombosis, depression, ovarian cyst ruptured, thrombosis, pelvic pain, bacterial vaginosis, ultrasound liver abnormal, ovarian cyst, pain, migraine, dysuria, dental caries, dysmenorrhoea, nausea, vaginal discharge, abdominal pain lower and arthralgia outcome was unknown, the uterine perforation was resolving, the menorrhagia, fatigue and asthenia had not resolved and the weight decreased, vulvovaginal mycotic infection, rash pruritic, bacterial infection and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, asthenia, bacterial infection, bacterial vaginosis, cystitis, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, furuncle, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, ovarian cyst ruptured, ovarian vein thrombosis, pain, pelvic pain, rash pruritic, thrombosis, ultrasound liver abnormal, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, bacterial infection, bacterial vaginosis, cystitis, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, furuncle, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, ovarian cyst ruptured, ovarian vein thrombosis, pain, pelvic pain, rash pruritic, thrombosis, ultrasound liver abnormal, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased with xarelto. The reporter considered asthenia to be related to xarelto. The reporter commented: current weight: 136 lbs. Approximate weight at time of essure placement: 100 lbs. Discrepancy noted: date of implant: on (B)(6) 2013 , on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina: in 2013: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: para tubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: quality safety evaluation of ptc. This case report refers to a 25-year-old female patient received xarelto (rivaroxaban) at 36 mg daily for prevention of thromboembolic events. Reportedly the patient experienced ovarian vein thrombosis, vaginal haemorrhage, device dislocation, mental disorder, depression, ovarian cyst rupture, fallopian tube perforation, thrombosis, uterine perforation and pelvic pain. Vaginal haemorrhage is listed in the reference safety information for rivaroxaban while the other events are unlisted. Xarelto is an anticoagulant which intended to prevent and treat thromboembolic events, but such events might persist, occur or reoccur despite adequate treatment. However, the occurrence of ovarian vein thrombosis and blood clots was not caused by the suspect drug itself. Hence, its causality can be excluded for these events. Since the other events refers to the device, causality was considered unrelated to xarelto. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
A spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055604) in united states on 20-oct-2015 who had essure (fallopian tube occlusion insert) inserted on 04-aug-2013 and received and xarelto (rivaroxaban). The consumer was a mother of 2. She had essure inserted five weeks after having her son who had just turned two. For the last year and a half she had had so many complications starting with bv (interpreted as bacterial vaginosis) and horrible periods. She was on blood thinner xarelto 36 mg a day for a blood clot in her left ovarian vein that went to her heart and lungs. She was hospitalized for almost a week and was getting triple doses of blood thinner shots in her belly. The doctors had done multiple CT scans (computerized tomography), doppler ultrasounds, and internal ultrasounds and they found a dark spot in liver in (B)(6) 2015 that came back negative, but recently formed two new cysts that were filling up in her right ovary. She was prescribed pain pills every other week. She stated she was worn out and that she could not enjoy activities outside with her children for too long because the thinners made her so weak. She considered the events related to essure. Event date was reported as (B)(6) 2015 (not specified). Required intervention and other serious (important medical event) were also reported as seriousness criteria (not specified). Product technical complaint (ptc) investigation result of essure was received on (B)(6) 2015. Ptc global number: (B)(4). Background information: this case refers to a patient who has experienced multiple medical events under the use of essure. No batch number was reported. This ptc was initiated due to a request for confirmation of quality. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfimed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information was received on 10-nov-2017: she was implanted with essure in august 10.2013. As a result of her implantation with essure she suffered injuries, including: migration of implant, blood clots, migraines, weight loss, pain and the need for additional surgery. She had surgery to remove the essure implant on (B)(6) 2015. New events device dislocation, blood clots, migraines, weight loss and pain were added. Follow-up information was received on 07-sep-2018: plaintiff fact sheet received: new events abnormal bleeding (vaginal menorrhagia), allergic or hypersensitivity reactions (boils), bladder or urinary problems/changes, dental problems, dysmenorrhea, dyspareunia, fatigue, hair loss, hormonal changes (I felt like I was going crazy), infection (bacterial, yeast infection), nausea, pain, perforation (fallopian tubes), perforation (uterus), psychological/psychiatric problems (I felt like I was going crazy), rashes/skin conditions (rash that itches and burns), salpingectomy (bilateral), vaginal discharge, weight loss, other injury/complications (ruptured cyst in right ovary) were added. Event outcome for weight loss, infections and rashes was updated. Medical history and concomitant medications were added. On (B)(6) 2013, the patient had essure inserted. From 2014 until 2015, the patient received xarelto, 36 mg daily. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced vaginal haemorrhage (seriousness criterion hospitalization), ovarian cyst ruptured (seriousness criterion medically significant), menorrhagia ("horrible periods"), fatigue ("worn out"), weight decreased ("weight loss"), pelvic pain ("pain"), furuncle ("allergic or hypersensitivity reactions (boils)"), bladder disorder ("urinary problems"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), nausea ("nausea"), mental disorder (seriousness criterion hospitalization) and depression (seriousness criterion hospitalization). In 2015, the patient experienced fungal infection ("infection (bacterial, yeast infection)") and bacterial infection ("infection (bacterial, yeast infection)"). On (B)(6) 2015, the patient experienced rash ("rashes/skin conditions (rash that itches and burns)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant), and uterine perforation (seriousness criterion medically significant). On (B)(6) 2015, the patient underwent fallopian tube perforation (seriousness criterion medically significant) and uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced ovarian vein thrombosis (seriousness criterion hospitalization), device dislocation (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), bacterial vaginosis ("bv"), ultrasound liver abnormal ("dark spot in liver"), ovarian cyst ("two new cyst that are filling up in right ovary"), pain ("pain"), asthenia ("the thinners make me so weak"), migraine ("migraines"), tooth disorder ("dental problems"), hormone level abnormal (seriousness criterion hospitalization) and abdominal pain ("pain hip to hip pelvic/abdominal pain"). The patient was hospitalized sometime in 2015. The patient was treated with surgery (surgery to remove the essure, salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the ovarian vein thrombosis, device dislocation, ovarian cyst ruptured, fallopian tube perforation, thrombosis, bacterial vaginosis, ultrasound liver abnormal, ovarian cyst, pain, migraine, depression and vaginal discharge outcome was unknown, the uterine perforation was resolving, the menorrhagia, fatigue and asthenia had not resolved and the weight decreased, fungal infection, rash and bacterial infection had resolved. A female who had a fallopian tube occlusion insert (essure)inserted experienced ovarian vein thrombosis, vaginal haemorrhage, device dislocation, mental disorder, depression, ovarian cyst rupture, fallopian tube perforation, thrombosis, uterine perforation and pelvic pain. She had surgery to remove the essure implant. She also received rivaroxaban to treat the thromboembolic events. Vaginal haemorrhage, device dislocation, fallopian tube perforation, uterine perforation and pelvic pain are listed in the reference safety information for essure while the other events are unlisted. Vaginal haemorrhage is listed in the reference safety information for rivaroxaban while the other events are unlisted. Ovarian vein thrombosis arises out of the coincident conditions of venous stasis and hypercoagulability. Considering the essure's local action in fallopian tubes and the ovarian venous system particularities, causality with essure use is very unlikely. Also, since there is no information about location of blood clots, causality was considered unrelated to essure. Also based on essure local mechanism of action, the events mental disorder and depression were also assessed as unrelated to essure use. Xarelto is an anticoagulant which intended to prevent and treat thromboembolic events, but such events might persist, occur or reoccur despite adequate treatment. However, the occurrence of ovarian vein thrombosis and blood clots was not caused by the suspect drug itself. Hence, its causality can be excluded for these events. Since the other events refers to the device, causality was considered unrelated to xarelto. This case is regarded as incident since an intervention was required. Essure technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5055604) on 20-oct-2015. The most recent information was received on 26-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('migration of implant/ insides felt like they are coming out after urinating'), uterine perforation ('perforation (uterus)'), pelvic pain ('pain/ pelvic pain'), menometrorrhagia ('horrible periods/ period for a year, abnormal bleeding (menorrhagia)/ tons of blood clot filled periods'), ovarian vein thrombosis ('blood clot in left ovarian vein that goes to heart and lungs, blood clot in 1 ovarian vein/ dvt in main vein'), mental disorder ('I felt like I was going crazy'), depression ('depression/ hormonal changes- I felt like I was going crazy') and ovarian cyst ruptured ('ruptured cyst in right ovary') in a 25-year-old female patient who had essure (batch no. B97494) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Co-suspect products included xarelto film-coated tablet for ovarian vein thrombosis and dvt. Other product or product use issues identified: device use issue "have had the essure coils five weeks after having my son" on (B)(6) 2013. The patient's medical history included parity 2 (in 2009 and (B)(6) 2013), postpartum state, depression, attention deficit disorder, ovarian vein thrombosis, shingles, human papilloma virus infection and adenoidectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included diarrhea, left lower quadrant pain, right lower quadrant pain, ovarian cyst, rash, burn, dermatitis, paratubal cyst, nickel sensitivity, cramp in lower abdomen, leg pain, abdominal adhesions and infection mrsa. Concomitant products included levonorgestrel (mirena) for birth control as well as acetylsalicylic acid (asa), codeine;paracetamol (acetaminophen;codeine), fentanyl, ibuprofen, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), sumatriptan (imitrex), trazodone and warfarin sodium (coumadin). In 2013, the patient experienced menometrorrhagia (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/horrible menstrual cramps"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("abdominal cramping"). On (B)(6) 2013, the patient had essure inserted. From 2014 until 2015, the patient received xarelto, 36 mg daily. In 2014, the patient experienced pelvic pain (seriousness criterion medically significant), mental disorder (seriousness criterion hospitalization), depression (seriousness criterion hospitalization), ovarian cyst ruptured (seriousness criterion medically significant), fatigue ("fatigue"), furuncle ("allergic or hypersensitivity reactions (boils)"), dysuria ("urinary problems or changes :painful urination"), dental caries ("dental problems/ I have never had a cavity in my entire life until after had the essure implanted."), dyspareunia ("dyspareunia (painful sexual intercourse)/intercourse at times is unbearable for her"), alopecia ("hair loss/tons of hair loss hand fulls daily"), nausea ("nausea/most days I was not able to hold food down"), bacterial infection ("infection (bacterial, yeast infection)") and arthralgia ("hip to hip pelvic pain/wrist pain") and was found to have weight decreased ("weight loss/ down to 103 lbs"). In (B)(6) 2015, the patient experienced abdominal pain ("pain hip to hip pelvic/abdominal pain"). In 2015, the patient experienced vulvovaginal mycotic infection ("infection (bacterial, yeast infection)"). On (B)(6) 2015, the patient experienced ovarian cyst ("two new cyst that are filling up in right ovary, blood clot in 1 ovarian vein.") And acne ("acne"). On (B)(6) 2015, the patient experienced rash pruritic ("rashes/skin conditions (rash that itches and burns)") with rash pruritic. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian vein thrombosis (seriousness criterion hospitalization), bacterial vaginosis ("bv"), pain ("pain/whole body aches/feeling like someone is stabbing and riping on her insides"), asthenia ("the thinners make me so weak"), migraine ("migraines"), cystitis ("infection-bladder infection"), herpes zoster ("shingles 18-20 times"), hot flush ("hot/cold flashes"), dysstasia ("couldn¿t even stand straight"), dizziness ("light headed"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal chest pain ("ribs pain") and headache ("had a headache for a year") and was found to have ultrasound liver abnormal ("dark spot in liver"). The patient was hospitalized sometime in 2015. The patient was treated with antithrombotic agents and surgery (bilateral salpingectomy, surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, pelvic pain, menometrorrhagia, ovarian vein thrombosis, mental disorder, depression, ovarian cyst ruptured, bacterial vaginosis, ultrasound liver abnormal, ovarian cyst, pain, migraine, dysuria, dental caries, dysmenorrhoea, alopecia, nausea, vaginal discharge, abdominal pain lower, arthralgia, herpes zoster, hot flush, dysstasia, dizziness, neck pain, back pain, musculoskeletal chest pain and headache outcome was unknown, the fatigue and asthenia had not resolved and the weight decreased, vulvovaginal mycotic infection, rash pruritic, bacterial infection and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, asthenia, back pain, bacterial infection, bacterial vaginosis, cystitis, dental caries, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dysstasia, dysuria, fallopian tube perforation, fatigue, furuncle, headache, herpes zoster, hot flush, menometrorrhagia, mental disorder, migraine, musculoskeletal chest pain, nausea, neck pain, ovarian cyst, ovarian cyst ruptured, ovarian vein thrombosis, pain, pelvic pain, rash pruritic, ultrasound liver abnormal, uterine perforation, vaginal discharge, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, bacterial infection, bacterial vaginosis, cystitis, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, furuncle, headache, menometrorrhagia, mental disorder, migraine, nausea, ovarian cyst, ovarian cyst ruptured, ovarian vein thrombosis, pain, pelvic pain, rash pruritic, ultrasound liver abnormal, vaginal discharge, vulvovaginal mycotic infection and weight decreased with xarelto. The reporter considered asthenia, back pain, dizziness, dysstasia, fatigue, herpes zoster, hot flush, musculoskeletal chest pain, neck pain and uterine perforation to be related to xarelto. The reporter commented: current weight: 136 lbs. Approximate weight at time of essure placement: 100 lbs in 2020 consumer collects money via social media to get surgery to 'plant a bean' with new husband with november cycle diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Computerised tomogram - on an unknown date: dark spot in liver. Ultrasound doppler - on an unknown date: dark spot in liver. Ultrasound scan - on an unknown date: dark spot on liver; in (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - in 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: para tubal cyst. Concerning the injuries reported in this case, the following ones were reported via social medial: shingles, hot/cold flashes, couldn¿t even stand straight, light headed, neck pain, back pain, ribs pain added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Regarding the co-suspect product xarelto, all serious events are unlisted except for the event menometrorrhagia that is listed according to xarelto reference safety information. All serious events were considered unrelated to xarelto considering the suspect drug¿s safety profile, device-related nature, or incompatible temporal relationship.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw(B)(4)) on (B)(6)2015. The most recent information was received on (B)(6)2018. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfimed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("migration of implant"), uterine perforation ("perforation (uterus)"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhegia)"), ovarian vein thrombosis ("blood clot in left ovarian vein that goes to heart and lungs, blood clot in 1 ovarian vein."), mental disorder ("I felt like I was going crazy"), depression ("depression/ harmonal changes- I felt like I was going crazy."), ovarian cyst ruptured ("ruptured cyst in right ovary"), thrombosis ("blood clots") and pelvic pain ("pain/ pelvic pain") in a 25-year-old female patient who had essure inserted for tubal ligation and birth control. The occurrence of additional non-serious events is detailed below. Co-suspect products included xarelto film-coated tablet for ovarian vein thrombosis and dvt. Other product or product use issues identified: device use issue "have had the essure coils five weeks after having my son" on (B)(6)2013. The patient's medical history included parity 2, postpartum state, depression, attention deficit disorder, ovarian vein thrombosis and shingles. Concurrent conditions included diarrhea, left lower quadrant pain, right lower quadrant pain, ovarian cyst, generalised rash, burn, dermatitis, paratubal cyst, nickel sensitivity, cramp in lower abdomen and leg pain. Concomitant products included levonorgestrel (mirena) for birth control as well as acetylsalicylic acid (asa), codeine phosphate;paracetamol (tylenol with codeine no.3), codeine;paracetamol (acetaminophen w/codeine), enoxaparin sodium (lovenox), fentanyl, ibuprofen, oxycodone, oxycodone hydrochloride;paracetamol (percocet), sumatriptan (imitrex), trazodone and warfarin sodium (coumadin). In (B)(6), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("abdominal cramping"). On (B)(6) 2013, the patient had essure inserted. From (B)(6) until (B)(6), the patient received xarelto, 36 mg daily. In (B)(6), the patient experienced vaginal haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), mental disorder (seriousness criterion hospitalization), depression (seriousness criterion hospitalization), ovarian cyst ruptured (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menorrhagia ("horrible periods/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), furuncle ("allergic or hypersensitivity reactions (boils)"), dysuria ("urinary problems or changes :painful urination"), dental caries ("dental problems/ I have never had a cavity in my entire life until after had the essure implanted."), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea/most days I was not able to hold food down"), bacterial infection ("infection (bacterial, yeast infection)") and arthralgia ("hip to hip pelvic pain") and was found to have weight decreased ("weight loss"). In 2015, the patient experienced vulvovaginal mycotic infection ("infection (bacterial, yeast infection)"). On (B)(6)-2015, the patient experienced ovarian cyst ("two new cyst that are filling up in right ovary, blood clot in 1 ovarian vein.") And acne ("acne"). On(B)(6)2015, the patient experienced rash pruritic ("rashes/skin conditions (rash that itches and burns)") with burning sensation. On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian vein thrombosis (seriousness criterion hospitalization), thrombosis (seriousness criteria hospitalization and medically significant), bacterial vaginosis ("bv"), pain ("pain"), asthenia ("the thinners make me so weak"), migraine ("migraines"), abdominal pain ("pain hip to hip pelvic/abdominal pain") and cystitis ("infection-bladder infection") and was found to have ultrasound liver abnormal ("dark spot in liver"). The patient was hospitalized sometime in (B)(6). The patient was treated with surgery (bilateral salpingectomy and surgery to remove the essure, salpingectomy (bilateral)) and put on blood thinners. Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, device dislocation, ovarian vein thrombosis, depression, ovarian cyst ruptured, thrombosis, pelvic pain, bacterial vaginosis, ultrasound liver abnormal, ovarian cyst, pain, migraine, dysuria, dental caries, dysmenorrhoea, nausea, vaginal discharge, abdominal pain lower, arthralgia and cystitis outcome was unknown, the uterine perforation was resolving, the menorrhagia, fatigue and asthenia had not resolved and the weight decreased, vulvovaginal mycotic infection, rash pruritic and bacterial infection had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, asthenia, bacterial infection, bacterial vaginosis, cystitis, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, furuncle, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, ovarian cyst ruptured, ovarian vein thrombosis, pain, pelvic pain, rash pruritic, thrombosis, ultrasound liver abnormal, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, bacterial infection, bacterial vaginosis, cystitis, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, furuncle, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, ovarian cyst ruptured, ovarian vein thrombosis, pain, pelvic pain, rash pruritic, thrombosis, ultrasound liver abnormal, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased with xarelto. The reporter considered asthenia to be related to xarelto. The reporter commented: current weight: 136 lbs. Approximate weight at time of essure placement: 100 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6): total bilateral occlusion.. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfimed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Lab data was added, concomitant drugs added. New events added- abdominal cramping, acne and hip to hip pelvic pain, infection-bladder, event tooth disorder updated to cavity. This case report refers to a 25-year-old female patient received xarelto (rivaroxaban) at 36 mg daily for prevention of thromboembolic events. Reportedly the patient experienced ovarian vein thrombosis, vaginal haemorrhage, device dislocation, mental disorder, depression, ovarian cyst rupture, fallopian tube perforation, thrombosis, uterine perforation and pelvic pain. Vaginal haemorrhage is listed in the reference safety information for rivaroxaban while the other events are unlisted. Xarelto is an anticoagulant which intended to prevent and treat thromboembolic events, but such events might persist, occur or reoccur despite adequate treatment. However, the occurrence of ovarian vein thrombosis and blood clots was not caused by the suspect drug itself. Hence, its causality can be excluded for these events. Since the other events refers to the device, causality was considered unrelated to xarelto. Incident no lot number or device sample was received for essure in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('migration of implant/insides fell like they are coming out after urinating/perforation'), uterine perforation ('perforation (uterus)'), menometrorrhagia ('horrible periods/ period for a year, abnormal bleeding (menorrhagia)/tons of blood clot filled periods'), ovarian vein thrombosis ('blood clot in left ovarian vein that goes to heart and lungs, blood clot in 1 ovarian vein/dvt in main vein'), mental disorder ('I felt like I was going crazy'), depression ('depression/ hormonal changes- I felt like I was going crazy'), ovarian cyst ruptured ('ruptured cyst in right ovary') and pelvic pain ('pain/ pelvic pain') in a 25-year-old female patient who had essure (batch no. B97494) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Co-suspect products included xarelto film-coated tablet for ovarian vein thrombosis and dvt. Other product or product use issues identified: device use issue "have had the essure coils five weeks after having my son" on (B)(6) 2013. The patient's medical history included parity 2 (in 2009 and (B)(6) 2013), postpartum state, depression, attention deficit disorder, ovarian vein thrombosis, shingles, human papilloma virus infection and adenoidectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included diarrhea, left lower quadrant pain, right lower quadrant pain, ovarian cyst, generalised rash, burn, dermatitis, paratubal cyst, nickel sensitivity, cramp in lower abdomen, leg pain, abdominal adhesions and infection mrsa. Concomitant products included levonorgestrel (mirena) for birth control as well as acetylsalicylic acid (asa), codeine;paracetamol (acetaminophen;codeine), fentanyl, ibuprofen, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), sumatriptan (imitrex), trazodone and warfarin sodium (coumadin). In 2013, the patient experienced menometrorrhagia (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/horrible menstrual cramps"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("abdominal cramping"). On (B)(6) 2013, the patient had essure inserted. From 2014 until 2015, the patient received xarelto, 36 mg daily. In 2014, the patient experienced mental disorder (seriousness criterion hospitalization), depression (seriousness criterion hospitalization), ovarian cyst ruptured (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), fatigue ("fatigue"), furuncle ("allergic or hypersensitivity reactions (boils)"), dysuria ("urinary problems or changes :painful urination"), dental caries ("dental problems/ I have never had a cavity in my entire life until after had the essure implanted."), dyspareunia ("dyspareunia (painful sexual intercourse)/intercourse at times is unbearable for her"), alopecia ("hair loss/tons of hair loss hand fulls daily"), nausea ("nausea/most days I was not able to hold food down"), bacterial infection ("infection (bacterial, yeast infection)") and arthralgia ("hip to hip pelvic pain/wrist pain") and was found to have weight decreased ("weight loss/ down to 103 lbs"). In (B)(6) 2015, the patient experienced abdominal pain ("pain hip to hip pelvic/abdominal pain"). In 2015, the patient experienced vulvovaginal mycotic infection ("infection (bacterial, yeast infection)"). On (B)(6) 2015, the patient experienced ovarian cyst ("two new cyst that are filling up in right ovary, blood clot in 1 ovarian vein.") And acne ("acne"). On (B)(6) 2015, the patient experienced rash pruritic ("rashes/skin conditions (rash that itches and burns)") with rash pruritic. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian vein thrombosis (seriousness criterion hospitalization), bacterial vaginosis ("bv"), pain ("pain/whole body aches/feeling like someone is stabbing and riping on her insides"), asthenia ("the thinners make me so weak"), migraine ("migraines"), cystitis ("infection-bladder infection"), herpes zoster ("shingles 18-20 times"), hot flush ("hot/cold flashes"), dysstasia ("couldn¿t even stand straight"), dizziness ("light headed"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal chest pain ("ribs pain") and headache ("had a headache for a year") and was found to have ultrasound liver abnormal ("dark spot in liver"). The patient was hospitalized sometime in 2015. The patient was treated with antithrombotic agents and surgery (bilateral salpingectomy, surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, menometrorrhagia, ovarian vein thrombosis, mental disorder, depression, ovarian cyst ruptured, pelvic pain, bacterial vaginosis, ultrasound liver abnormal, ovarian cyst, pain, migraine, dysuria, dental caries, dysmenorrhoea, alopecia, nausea, vaginal discharge, abdominal pain lower, arthralgia, herpes zoster, hot flush, dysstasia, dizziness, neck pain, back pain, musculoskeletal chest pain and headache outcome was unknown, the fatigue and asthenia had not resolved and the weight decreased, vulvovaginal mycotic infection, rash pruritic, bacterial infection and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, asthenia, back pain, bacterial infection, bacterial vaginosis, cystitis, dental caries, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dysstasia, dysuria, fallopian tube perforation, fatigue, furuncle, headache, herpes zoster, hot flush, menometrorrhagia, mental disorder, migraine, musculoskeletal chest pain, nausea, neck pain, ovarian cyst, ovarian cyst ruptured, ovarian vein thrombosis, pain, pelvic pain, rash pruritic, ultrasound liver abnormal, uterine perforation, vaginal discharge, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, bacterial infection, bacterial vaginosis, cystitis, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, furuncle, headache, menometrorrhagia, mental disorder, migraine, nausea, ovarian cyst, ovarian cyst ruptured, ovarian vein thrombosis, pain, pelvic pain, rash pruritic, ultrasound liver abnormal, vaginal discharge, vulvovaginal mycotic infection and weight decreased with xarelto. The reporter considered asthenia, back pain, dizziness, dysstasia, fatigue, herpes zoster, hot flush, musculoskeletal chest pain, neck pain and uterine perforation to be related to xarelto. The reporter commented: current weight: 136 lbs. Approximate weight at time of essure placement: 100 lbs. In 2020 consumer collects money via social media to get surgery to 'plant a bean' with new husband with november cycle . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - in 2013: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: para tubal cyst. Concerning the injuries reported in this case, the following ones were reported via social medial: shingles, hot/cold flashes, couldn¿t even stand straight, light headed, neck pain, back pain, ribs pain added. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # us-bayer-2020-211765 (medwatch 3500a MFR number 2951250-2020-14784) received from consumer via social media which will be deleted in bayer safety database after all information was transferred to this record # which will be retained. New: last delivery in 2013 (year of essure insertion confirmed). New event added: headache. Events bleeding coded to menometrorrhagia, thrombosis retained as one event ovarian vein thrombosis, blood thinners (antithrombotics) injection added as treatment drugs. In 2020 consumer collects money via social media to get surgery to 'plant a bean' with new husband with nov-cycle. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Regarding the co-suspect product xarelto, all serious events are unlisted except for the event menometrorrhagia that is listed according to xarelto reference safety information. All serious events were considered unrelated to xarelto considering the suspect drug¿s safety profile, device-related nature or incompatible temporal relationship.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5055604) on 20-oct-2015. The most recent information was received on 23-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('migration of implant/insides fell like they are coming out after urinating'), uterine perforation ('perforation (uterus)'), vaginal haemorrhage ('abnormal bleeding (vaginal menorrhegia)'), ovarian vein thrombosis ('blood clot in left ovarian vein that goes to heart and lungs, blood clot in 1 ovarian vein.'), mental disorder ('I felt like I was going crazy'), depression ('depression/ hormonal changes- I felt like I was going crazy'), ovarian cyst ruptured ('ruptured cyst in right ovary'), thrombosis ('blood clots') and pelvic pain ('pain/ pelvic pain') in a 25-year-old female patient who had essure (batch no. B97494) inserted for tubal ligation and birth control. The occurrence of additional non-serious events is detailed below. Co-suspect products included xarelto film-coated tablet for ovarian vein thrombosis and dvt. Other product or product use issues identified: device use issue "have had the essure coils five weeks after having my son" on (B)(6)2013. The patient's medical history included parity 2, postpartum state, depression, attention deficit disorder, ovarian vein thrombosis, shingles, human papilloma virus infection and adenoidectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included diarrhea, left lower quadrant pain, right lower quadrant pain, ovarian cyst, generalised rash, burn, dermatitis, paratubal cyst, nickel sensitivity, cramp in lower abdomen, leg pain, abdominal adhesions and infection mrsa. Concomitant products included levonorgestrel (mirena) for birth control as well as acetylsalicylic acid (asa), codeine phosphate;paracetamol (tylenol with codeine no.3), codeine;paracetamol (acetaminophen;codeine), fentanyl, ibuprofen, oxycodone, oxycodone hydrochloride;paracetamol (percocet), sumatriptan (imitrex), trazodone and warfarin sodium (coumadin). On (B)(6)2013, the patient had essure inserted. From 2014 until 2015, the patient received xarelto, 36 mg daily. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/horrible menstrual cramps"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("abdominal cramping"). In 2014, the patient experienced vaginal haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), mental disorder (seriousness criterion hospitalization), depression (seriousness criterion hospitalization), ovarian cyst ruptured (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menorrhagia ("horrible periods/ abnormal bleeding (menorrhagia)/tons of blood clot filled periods"), fatigue ("fatigue"), furuncle ("allergic or hypersensitivity reactions (boils)"), dysuria ("urinary problems or changes :painful urination"), dental caries ("dental problems/ I have never had a cavity in my entire life until after had the essure implanted."), dyspareunia ("dyspareunia (painful sexual intercourse)/intercourse at times is unbearable for her"), alopecia ("hair loss/tons of hair loss hand fulls daily"), nausea ("nausea/most days I was not able to hold food down"), bacterial infection ("infection (bacterial, yeast infection)") and arthralgia ("hip to hip pelvic pain/wrist pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced abdominal pain ("pain hip to hip pelvic/abdominal pain"). In 2015, the patient experienced vulvovaginal mycotic infection ("infection (bacterial, yeast infection)"). On (B)(6)2015, the patient experienced ovarian cyst ("two new cyst that are filling up in right ovary, blood clot in 1 ovarian vein.") And acne ("acne"). On (B)(6)2015, the patient experienced rash pruritic ("rashes/skin conditions (rash that itches and burns)") with rash. On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian vein thrombosis (seriousness criterion hospitalization), thrombosis (seriousness criteria hospitalization and medically significant), bacterial vaginosis ("bv"), pain ("pain/whole body aches/feeling like someone is stabbing and riping on her insides"), asthenia ("the thinners make me so weak"), migraine ("migraines"), cystitis ("infection-bladder infection"), herpes zoster ("shingles"), hot flush ("hot/cold flashes"), dysstasia ("couldn¿t even stand straight"), dizziness ("light headed"), neck pain ("neck pain"), back pain ("back pain") and musculoskeletal chest pain ("ribs pain") and was found to have ultrasound liver abnormal ("dark spot in liver"). The patient was hospitalized sometime in 2015. The patient was treated with surgery (bilateral salpingectomy and surgery to remove the essure, salpingectomy (bilateral)) and put on blood thinners. Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, ovarian vein thrombosis, mental disorder, depression, ovarian cyst ruptured, thrombosis, pelvic pain, bacterial vaginosis, ultrasound liver abnormal, ovarian cyst, pain, migraine, dysuria, dental caries, dysmenorrhoea, alopecia, nausea, vaginal discharge, abdominal pain lower, arthralgia, herpes zoster, hot flush, dysstasia, dizziness, neck pain, back pain and musculoskeletal chest pain outcome was unknown, the uterine perforation was resolving, the menorrhagia, fatigue and asthenia had not resolved and the weight decreased, vulvovaginal mycotic infection, rash pruritic, bacterial infection and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, asthenia, back pain, bacterial infection, bacterial vaginosis, cystitis, dental caries, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dysstasia, dysuria, fallopian tube perforation, fatigue, furuncle, herpes zoster, hot flush, menorrhagia, mental disorder, migraine, musculoskeletal chest pain, nausea, neck pain, ovarian cyst, ovarian cyst ruptured, ovarian vein thrombosis, pain, pelvic pain, rash pruritic, thrombosis, ultrasound liver abnormal, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, bacterial infection, bacterial vaginosis, cystitis, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, furuncle, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, ovarian cyst ruptured, ovarian vein thrombosis, pain, pelvic pain, rash pruritic, thrombosis, ultrasound liver abnormal, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased with xarelto. The reporter considered asthenia, back pain, dizziness, dysstasia, herpes zoster, hot flush, musculoskeletal chest pain and neck pain to be related to xarelto. The reporter commented: current weight: 136 lbs approximate weight at time of essure placement: 100 lbs discrepancy noted: date of implant: (B)(6)2013 , (B)(6)2014 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - in 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: para tubal cyst. Concerning the injuries reported in this case, the following ones were reported via social medial: shingles, hot/cold flashes, couldn¿t even stand straight, light headed, neck pain, back pain, ribs pain added. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-jan-2020: social media received. Reporter information added. Events: concerning the injuries reported in this case, the following ones were reported via social medial: shingles, hot/cold flashes, couldn¿t even stand straight, light headed, neck pain, back pain, ribs pain added. This case report refers to a 25-year-old female patient received xarelto (rivaroxaban) at 36 mg daily for prevention of thromboembolic events. Reportedly the patient experienced ovarian vein thrombosis, vaginal haemorrhage, device dislocation, mental disorder, depression, ovarian cyst rupture, fallopian tube perforation, thrombosis, uterine perforation and pelvic pain. Vaginal haemorrhage is listed in the reference safety information for rivaroxaban while the other events are unlisted. Xarelto is an anticoagulant which intended to prevent and treat thromboembolic events, but such events might persist, occur or reoccur despite adequate treatment. However, the occurrence of vaginal haemorrhage, ovarian vein thrombosis and blood clots was not caused by the suspect drug itself. Hence, its causality can be excluded for these events. Since the other events refers to the device, causality was considered unrelated to xarelto. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055604) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and received and xarelto (rivaroxaban). The consumer was a mother of 2. She had essure inserted five weeks after having her son who had just turned two. For the last year and a half she had had so many complications starting with bv (interpreted as bacterial vaginosis) and horrible periods. She was on blood thinner xarelto 36 mg a day for a blood clot in her left ovarian vein that went to her heart and lungs. She was hospitalized for almost a week and was getting triple doses of blood thinner shots in her belly. The doctors had done multiple CT scans (computerized tomography), doppler ultrasounds, and internal ultrasounds and they found a dark spot in liver in (B)(6) 2015 that came back negative, but recently formed two new cysts that were filling up in her right ovary. She was prescribed pain pills every other week. She stated she was worn out and that she could not enjoy activities outside with her children for too long because the thinners made her so weak. She considered the events related to essure. Event date was reported as (B)(6) 2015 (not specified). Required intervention and other serious (important medical event) were also reported as seriousness criteria (not specified). Product technical complaint (ptc) investigation result of essure was received on 10-nov-2015. Ptc global number: (B)(4). Background information: this case refers to a patient who has experienced multiple medical events under the use of essure. No batch number was reported. This ptc was initiated due to a request for confirmation of quality. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. **follow-up information was received on 10-nov-2017: she was implanted with essure in (B)(6) 10.2013. As a result of her implantation with essure she suffered injuries, including: migration of implant, blood clots, migraines, weight loss, pain and the need for additional surgery. She had surgery to remove the essure implant on (B)(6) 2015. New events device dislocation, blood clots, migraines, weight loss and pain were added. This spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced blood clot in her left ovarian vein that went to her heart and lungs. In further course she experienced migration of implant and blood clots. She had surgery to remove the essure implant. She also received xarelto (rivaroxaban). The event ovarian vein thrombosis is serious due to hospitalization and unlisted for both products. The other events are serious due to medical significance and migration of implant is listed to essure and unlisted to xarelto, while blood clots is unlisted for both drugs. Ovarian vein thrombosis arises out of the coincident conditions of venous stasis and hypercoagulability. Considering the essure's local action in fallopian tubes and the ovarian venous system particularities, causality with essure use is very unlikely. Also, since there is no information about location of blood clots, causality was considered unrelated to essure. Xarelto is an anticoagulant which intended to prevent and treat thromboembolic events, but such events might persist, occur or reoccur despite adequate treatment. However, the occurrence of blood clot in her left ovarian vein that went to her heart and lungs and blood clots was not caused by the suspect drug itself. Hence, its causality can be excluded for these events. Since, migration of implant is an event that refers to the device, causality was considered unrelated to xarelto and related to essure. This case is regarded as incident since an intervention was required. Essure technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.